Event description:
It was reported that an asymptomatic patient presented for follow up with a device that was post paced t wave oversensing. Reprogramming was done and device remains implanted. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.